Event description:
Patient was getting m31 alarm during fill 1, was told to reset up, when he took cassette out of cycler, he noticed it was leaking from inside the cassette door and also leaked outside the machine. There is no sample.

Manufacturer narrative:
Device history record review: two complaints have been received on this lot. Sample analysis: no sample was available for an evaluation. Conclusion: the complaint is not confirmed. No further investigation required per complaint investigation procedures. Event data to be trended per quality data analysis procedure.